Event description:
I had a spinal fusion done on (B)(6) 2018 had hardware placed , had infection right after, in (B)(6) 2022 I had another infection had two more surgeries to clean out the infection then (B)(6) 2022 I had the hardware removed and that is where the surgeon discovered that one of the rods was broken in three places. Now I am looking at another surgery due to not being able to stand up straight.